Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had x pointing to a book. Insulin pump received open book image. Customer was sitting on the couch and the alert went off. Insulin pump received stuck button error alarm. Customer was able to clear stuck button error alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with scratched case, pillowing keypad overlay, and serial number label missing. Device power up properly after battery installation. Device received with fully functional keypad. Keypad traces were inspected, and no damage noted. Keypad flex connector is plugged in properly. Unit properly tested with displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, active current measurement, sleep current measurement, and self test. No button error alarm noted upon testing. No critical pump error alarms noted. No damage on electronic assemblies noted. (B)(4).